Event description:
Patient self tester reported discrepant high results as follows: (B)(6) 2014, inratio: 6.5, 6.0; (B)(6) 2014, inratio: 5.0, 4.3; (B)(6) 2014, inratio: 5.6, lab: 2.3; (B)(6) 2014, approximately 10 min apart between inratio tests; (B)(6) 2014, approximately 10-15 min apart between inratio tests; (B)(6) 2014, 2 min between inratio and lab test. Therapeutic range: 2.0-3.0. Patient self tester added multiple drops of blood when testing.

Manufacturer narrative:
Investigation pending.